Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and compromised force sensor system alarm. The customer also reported that there was reservoir leak. The customer's blood glucose was 330 mg/dl at the time of incident. Troubleshooting was done. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to fluid. The customer stated that there was fluid under the lcd display. The reservoir will not be returned for analysis.